Event description:
The customer's father reported that within two hours of activating a new pod, it initiated a hazard alarm indicating that a bolus had been interrupted. He immediately removed and replaced the device. After applying the new pod, he and his son had gone out to play basketball "which usually brings his bg's down," but his levels continued to rise (his son's bg's rose from 254-323mg/dl). He therefore wonders whether the pod that alarmed had actually delivered any of the programmed meal bolus prior to alarming. The pod will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path - a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction; therefore, is confirmed to have been a contributing factor to the customer's high bg levels.